Manufacturer narrative:
Investigation summary: a photo was received of the device used but the photo does not depict a leak (looks unused) and there isn't a way to determine that this is the affected set or to verify the complaint. Without further information like a physical sample, the root cause remains unknown. A device history record review for model 10011865 lot number 22049106 was performed. The search showed that a total of 17,603 units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ extension set experienced leakage. The following information was provided by the initial reporter: med line filter leaking.